Event description:
A report was received that the patients ipg was migrating towards the surface of the skin that was protruding but has no skin breakage. Hematomas were also noted at the surface of the skin. It was also reported that the patients ipg site has not been healing after a recent non-device related procedure and was believed that the laser used in that procedure burned the ipg which makes it no longer to charge. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).

Manufacturer narrative:
Additional information was received that the patient was experiencing pain and infection at the ipg site. The patient will undergo an explant procedure.

Event description:
A report was received that the patients ipg was migrating towards the surface of the skin that was protruding but has no skin breakage. Hematomas were also noted at the surface of the skin. It was also reported that the patients ipg site has not been healing after a recent non-device related procedure and was believed that the laser used in that procedure burned the ipg which makes it no longer to charge. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual(B)(4)).

Manufacturer narrative:
Additional information was received that the patient underwent an scs explant procedure. Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm model #: sc-4318 lot #: 19953820 description: clik x anchor the explanted devices were not returned to bsn as they were kept by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patients ipg was migrating towards the surface of the skin that was protruding but has no skin breakage. Hematomas were also noted at the surface of the skin. It was also reported that the patients ipg site has not been healing after a recent non-device related procedure and was believed that the laser used in that procedure burned the ipg which makes it no longer to charge. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).

Event description:
A report was received that the patients ipg was migrating towards the surface of the skin that was protruding but has no skin breakage. Hematomas were also noted at the surface of the skin. It was also reported that the patients ipg site has not been healing after a recent non-device related procedure and was believed that the laser used in that procedure burned the ipg which makes it no longer to charge. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual (B)(4)).